Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery and motor tests. No motor error alarm noted. Device was received with scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device alarmed a motor error alarm and customer could smell insulin. Customer's blood glucose was high 400 mg/dl. Customer's blood glucose at time of call was 280 mg/dl. Customer treated with the device. Device was able to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.